Manufacturer narrative:
Product implicated is a 3 french PICC with guidewire. The catheter was returned in two pieces. The proximal section (which includes the hub and t-lock) measures 8.2 cm. The distal section of the catheter (tubing only) measures 55 cm. Lot history review indicates no related component or mfg issues and no prior product complaints of similar nature. The catheter separated at the hub. Under 50x magnification, the texture at the break point appears granular and dull. Through tactile inspection, the tubing is elongated and appears to be necked down length wise at the break site. These signs indicate a typical tensile break. The complaint is confirmed, as the catheter did break. This complaint should be recorded as user-related since the catheter was pulled apart. The first precaution in the product instructions for use states "it is important to follow the suggested method of securing the catheter as described in the instructions. If the catheter is not properly secured it may migrate or inadvertantly be broken."